Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. However, the underlying cause could not be determined. Per the initial evaluation, the tubing was broken around the weld at the bottom rear of the left side frame. An expanded evaluation was performed. The expanded evaluation report confirmed that the side frame had a broken weld at the bottom of the back cane, and the step tube was broken off from the side frame. Corrosion was present inside of the tubing.

Event description:
The provider states the frame is broken.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The provider states the frame is broken.